Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. No additional adverse patient effects were reported. Additional information received indicates that the lead had pulled back a little bit from implant so they decided to replace lead. This lead will be returned for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The "known inherent risk" conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. No additional adverse patient effects were reported. Additional information received indicates that the lead had pulled back a little bit from implant so they decided to replace lead. This lead will be returned for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.